Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioflex meter was displaying an ¿error 4 (sub-code 2)¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear at an unspecified time on (B)(6) 2017. The patient informed the csr that she manages her diabetes with shots (other than insulin) and denied making any changes to her usual diabetes management routine due to the error message appearing. The patient claimed that 5-10 minutes prior to the start of the alleged issue she developed symptom of feeling ¿shaky¿. The patient claimed she drank extra orange juice as self-treatment. The patient claimed she tested her blood glucose on another device (onetouch verioflex) at the time of the alleged issue and a result of ¿6.1 mmol/l¿ was obtained. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or past their discard date. The csr walked the patient through a retest and the alleged issue remained unresolved. The products were replaced and requested back for evaluation. Although the patient developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, there is no indication that the subject meter caused or contributed to this injury. The patient had become symptomatic prior to the alleged issue. There is no report of a temporal relationship between the reported symptom and lfs. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.